Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited t-wave oversensing and noise on the right ventricular (rv) channel. Technical services (ts) reviewed and discussed with the boston scientific representative that it appeared to be some artifact available on the event and there could be some external noise. This device currently remains in service. No adverse patient effects were reported.